Event description:
In situ testing revealed affected channels. User is a poor reporter, so the family is not certain whether her ability to hear with the implant has changed recently. The recipient had lost the processor so was off the air for a couple months so family not sure when issues may have happened. The recipient was re-implanted on (B)(6) 2020 with a competitor's device. The surgeon noted the mucosa over the facial recess was intact leading to suspect the array had previously backed out of the cochlea.